Event description:
It was reported that during a transurethral green laser vaporization of prostate procedure for hyperplasia of the prostate, it was found there was light leakage when the procedure was about to be completed. The produce was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified there were no damages or defects observed. The glass cap exhibited mild devitrification, which is a normal degradation, this occurs through use of the fiber and should not be considered a failure mode. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber was tested using the forward firing test fixture resulted in an output which was below the threshold for potential patient harm. Based on analysis results the fiber showed signs of normal usage and there were no fiber damages identified that could have caused or contributed to the reported.

Event description:
It was reported that during a transurethral green laser vaporization of prostate procedure for hyperplasia of the prostate, it was found there was light leakage when the procedure was about to be completed. The produce was completed using another fiber. There were no patient complications.